Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue with damage. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: a review of the pump¿s black box revealed frequent low battery warnings observed. A battery voltage occurred immediately following a ¿battery change is low¿ alarm. The pump electrical current draws were tested and were within specification. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).